Manufacturer narrative:
Evaluation summary:the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area.CAPA is currently open for the reportable malfunction of overdelivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 4. The patient's ultrafiltration reading was 3212ml, indicating the home patient (hp) drained 3212ml more than their programmed fill volume of 2000ml. This information gave a total drain volume of 5212mls, which meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the peritoneal dialysis (pd) nurse who stated, he was not aware of any iipv event associated with the home patient (hp). He did not know if the hp connected before connect yourself was displayed or if the hp pressed go prior to closing clamps at the end of therapy. The nurse was unaware if power was lost while the hp was connected. The nurse did not have any additional details of this incident. The nurse stated, the hp is doing well on therapy at this time.